Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) performed review of a customer provided image. The following additional information was provided: the grip cable on 8mm fenestrated bipolar forceps instrument appeared to be broken. The conductor wire breakage was not obvious and it was hard to tell from the photos provided. The breakage could likely be in the area close to where it routes into the yaw pulley. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to cauterize using 8mm fenestrated bipolar forceps instrument. Customer swapped out cautery cables but with no change. Customer therefore, changed out instrument and continued the procedure using same cautery cables. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there were two 8mm fenestrated bipolar forceps instruments reported by the site - product batch/lot number : k10240321 0019 and k10240321 0022. Customer confirmed that cable damage was observed on instrument k10240321 0019. There was no visible damage on instrument k10240321 0022. However, surgeon was unable to apply cautery through it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.